Event description:
Customer reported damage to the pull tab and damage to the right side panel and end foot panel. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit found an open slider in the patient access area of the head side panel. Evaluation also found two elements missing on the tube and there is also a 1/4 inch tear on the material of the right side panel. (B)(4).